Event description:
It was reported that about two weeks after implant, the left ventricular (lv) lead dislodged. The lv lead pulled back out of the lateral cardiac vein and was floating in the main coronary sinus body. It was noted that there was no capture on the lv lead in any configuration. The lv lead was attempted to be placed back in the vein. However, due to the size of the vessel and phrenic nerve stimulation, the lv lead could not be placed in a suitable position. The physician decided to explant the lv lead and replace it with a different lead for better pacing options and stability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.